Event description:
The customer called to report damage to the insulin pump after being in a car accident. The customer was taken to the hospital with a blood glucose reading of 30 mg/dl. Due to the damage to the insulin pump, troubleshooting could not be performed. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.